Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the supplemental MDR, clarification was provided on 06/06/2025. It was reported that around 10:00 am, the patient tested her blood glucose (bg) using a fingerstick, which showed a reading of 500 mg/dl, while the continuous glucose monitor (cgm) displayed a significantly lower reading of 93 mg/dl. The patient was experiencing symptoms of dizziness and confusion at the time. At approximately 2:00 pm, the reporter transported the patient to the hospital. Upon arrival, a nurse performed another bg test, which showed a reading of 505 mg/dl, while the cgm reading was 105 mg/dl. The patient remained at the hospital for 5¿6 hours and was discharged the same day. During the hospital visit, the patient was treated with 15 units of humalog insulin and intravenous potassium chloride. Notably, the dexcom cgm continued to display a reading of 80 mg/dl, while fingerstick bg remained over 500 mg/dl. At the time of this report, the patient was still in recovery. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 05/21/2025. Unknown nurse reported via maude report that the patient was presented to the emergency department (ed); however, there is no documentation indicating that any medical intervention or treatment was administered during the visit. Per documentation, the patient experienced inaccurate continuous glucose monitoring (cgm) values one day after sensor insertion in the arm. At the time of the incident, the cgm displayed a glucose reading of 90 mg/dl, while a concurrent blood glucose measurement showed 530 mg/dl. No symptoms were reported by the patient. Dexcom technical support made multiple follow-up attempts to obtain additional details and clarification regarding the incident but was unable to establish contact with the patient. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5170057. Product registration - correction. B5: describe event or problem - correction/additional information. D4 model no - correction. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - additional information. D4 UDI - correction. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation/ remove insufficient information available FDA code : 4119- correction. H6 codes: investigation conclusion/ remove cause traced to intentional off-label, unapproved, or contraindicated use FDA code :24 - correction. H10: corrected data/ related report numbers. H11: additional narrative.